Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged and resulted in severe paravalvular leak (pvl). Subsequently, a second valve was implanted and improved the paravalvular leak to mild. No additional adverse patient effects were reported.